Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and asthenia ('chronic and disabling asthenia / generalized loss of energy') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide". The patient's medical history included parity 2. Concurrent conditions included allergy to metals. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("heavy pains (during the essure insertion)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia (seriousness criterion disability), adenomyosis ("adenomyosis"), headache ("recurrent and important headaches / unusual, severe and frequent headaches"), abdominal pain ("abdominal pain"), insomnia ("insomnia"), fatigue ("chronic and intense fatigue"), disturbance in attention ("impaired concentration"), memory impairment ("impaired memory"), arthralgia ("multiple joint pain"), myalgia ("multiple muscle pain"), visual impairment ("vision problems (with a very rapid aggravation)"), tinnitus ("ear disorder / tinnitus"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder"), rash ("cutaneous rashes"), speech disorder ("speech disorders") and pain ("heavy pains (no etiology found)"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (remove the essure devices was performed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, asthenia, adenomyosis, procedural pain, headache, abdominal pain, insomnia, fatigue, disturbance in attention, arthralgia, visual impairment, nasal disorder, oropharyngeal discomfort, rash and pain was resolving and the memory impairment, myalgia, tinnitus and speech disorder had not resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, asthenia, disturbance in attention, fatigue, headache, insomnia, memory impairment, myalgia, nasal disorder, oropharyngeal discomfort, pain, pelvic pain, procedural pain, rash, speech disorder, tinnitus and visual impairment to be related to essure. The reporter commented: on (B)(6) 2009, the patient was admitted in emergency unit for heavy pains, no etiology found. The patient's health condition deteriorated gradually, without her being able to precisely date the appearance of any particular symptom. These evils "invaded her little by little". Realizing the particular plausibility of a causal link between the symptoms and ailments she was experiencing and the implantation of the essure devices, and without waiting for the results of all her research, the patient made an appointment in (B)(6) 2019, for the removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2009: nickel: 4.8 ¿g/l in plasma (norms < 1.3 g/l).. Pathology test - on an unknown date: adenomyosis confirmed, as well as granulomas in the tubes, in contact with the essure.; on an unknown date: the analysis of the fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide. Ultrasound scan - in (B)(6) 2009: implants were correctly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: the case will be deleted from bayer pv database. Nullification reason: duplicate case from the (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and asthenia ('chronic and disabling asthenia / generalized loss of energy') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide". The patient's medical history included parity 2. Concurrent conditions included allergy to metals. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("heavy pains (during the essure insertion)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia (seriousness criterion disability), adenomyosis ("adenomyosis"), headache ("recurrent and important headaches / unusual, severe and frequent headaches"), abdominal pain ("abdominal pain"), insomnia ("insomnia"), fatigue ("chronic and intense fatigue"), disturbance in attention ("impaired concentration"), memory impairment ("impaired memory"), arthralgia ("multiple joint pain"), myalgia ("multiple muscle pain"), visual impairment ("vision problems (with a very rapid aggravation)"), tinnitus ("ear disorder / tinnitus"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder"), rash ("cutaneous rashes"), speech disorder ("speech disorders") and pain ("heavy pains (no etiology found)"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (remove the essure devices was performed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, asthenia, adenomyosis, procedural pain, headache, abdominal pain, insomnia, fatigue, disturbance in attention, arthralgia, visual impairment, nasal disorder, oropharyngeal discomfort, rash and pain was resolving and the memory impairment, myalgia, tinnitus and speech disorder had not resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, asthenia, disturbance in attention, fatigue, headache, insomnia, memory impairment, myalgia, nasal disorder, oropharyngeal discomfort, pain, pelvic pain, procedural pain, rash, speech disorder, tinnitus and visual impairment to be related to essure. The reporter commented: on (B)(6) 2009, the patient was admitted in emergency unit for heavy pains, no etiology found. The patient's health condition deteriorated gradually, without her being able to precisely date the appearance of any particular symptom. These evils "invaded her little by little". Realizing the particular plausibility of a causal link between the symptoms and ailments she was experiencing and the implantation of the essure devices, and without waiting for the results of all her research, the patient made an appointment in (B)(6) 2019, for the removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2009: nickel: 4.8 ¿g/l in plasma (norms < 1.3 ¿g/l).. Pathology test - on an unknown date: adenomyosis confirmed, as well as granulomas in the tubes, in contact with the essure.; on an unknown date: the analysis of the fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide. Ultrasound scan - in (B)(6) 2009: implants were correctly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and asthenia ('chronic and disabling asthenia / generalized loss of energy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide". The patient's medical history included parity 2. Concurrent conditions included allergy to metals. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("heavy pains (during the essure insertion)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), asthenia (seriousness criterion disability), headache ("recurrent and important headaches / unusual, severe and frequent headaches"), abdominal pain ("abdominal pain"), insomnia ("insomnia"), fatigue ("chronic and intense fatigue"), disturbance in attention ("impaired concentration"), memory impairment ("impaired memory"), arthralgia ("multiple joint pain"), myalgia ("multiple muscle pain"), visual impairment ("vision problems (with a very rapid aggravation)"), tinnitus ("ear disorder / tinnitus"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder"), rash ("cutaneous rashes"), speech disorder ("speech disorders") and pain ("heavy pains (no etiology found)"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (remove the essure devices was performed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, procedural pain, asthenia, headache, abdominal pain, insomnia, fatigue, disturbance in attention, arthralgia, visual impairment, nasal disorder, oropharyngeal discomfort, rash and pain was resolving and the memory impairment, myalgia, tinnitus and speech disorder had not resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, asthenia, disturbance in attention, fatigue, headache, insomnia, memory impairment, myalgia, nasal disorder, oropharyngeal discomfort, pain, pelvic pain, procedural pain, rash, speech disorder, tinnitus and visual impairment to be related to essure. The reporter commented: on (B)(6) 2009, the patient was admitted in emergency unit for heavy pains, no etiology found. The patient's health condition deteriorated gradually, without her being able to precisely date the appearance of any particular symptom. These evils "invaded her little by little". Realizing the particular plausibility of a causal link between the symptoms and ailments she was experiencing and the implantation of the essure devices, and without waiting for the results of all her research, the patient made an appointment in (B)(6) 2019, for the removal of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2009: nickel: 4.8 g/l in plasma (norms < 1.3 g/l). Pathology test - on an unknown date: adenomyosis confirmed, as well as granulomas in the tubes, in contact with the essure. On an unknown date: the analysis of the fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide. Ultrasound scan - in (B)(6) 2009: implants were correctly placed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.